Event description:
It was reported that during unpackaging of the hi-torque 014 bmw guidewire (gw) the end of the gw was noted to be broken in two pieces at the gw core. The gw was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.